Event description:
Per the physician, the bottom electrode lead was not screwed into place, onto the ipg site. The physician noting "the bottom electrode lead was not screwed into place onto the ipg site" this will be assessed as incomplete pin insertion being the cause of the high impedance.

Event description:
It was reported that the patient's physician suspects a possible lead fracture and wants to send in x-ray images to be reviewed. X-ray images have not been reviewed to date by livanova. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient has not experienced any recent trauma or manipulation.

Event description:
Additional information received noting that the patient underwent an exploratory surgery, and the lead was found to be loose. The surgeon tightened the lead and no devices were replaced.